Event description:
It was reported that the ventilator generated two technical alarms, one indicating disabled valves and the other indicating an error in internal memory. The ventilator consequently stopped cycling. There was no patient involvement. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.